Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a vizigo and when inserting the dilator, before inserting into intracardiac, the hemostatic valve was broken. The vizigo sheath was replaced with a sheath from another company. The procedure was successfully completed without patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a vizigo and when inserting the dilator, before inserting into intracardiac, the hemostatic valve was broken. The product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis no damage or anomalies on the device. An irrigation test was performed, and water leakage was observed. A microscopic examination of the hemostatic valve surface showed stress marks close to the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4) .